Event description:
During a low anterior resection procedure, malformed staples. The procedure was completed with hand-suturing. There was no pt consequence.

Manufacturer narrative:
Two devices and one cartridge were received sterile. Both devices were received sterile and in good visual condition with the original cartridge loaded in the instrument. The cartridges were received fully loaded with staples and with the retainer present. The washers were uncut and the drivers were recessed below the cartridge deck. The devices were tested for functionality with the original cartridges and all fired, forming all staples and cutting as intended. The cut lines were complete, the staple lines were complete and the staples were noted to have the proper b-formed shape. The device lockouts and the cartridge lockouts were functional. The cartridge was received sterile and in good visual condition. The cartridge was received fully loaded with staples, with the retainer present, the washer uncut and with the drivers recessed below the cartridge deck. The cartridge was tested for functionality with a test device and it fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the cartridge lockout were functional. A batch record review was performed and no anomalies were found during the manufacturing process.